Manufacturer narrative:
An event of acute shortness of breath, cardiac arrest and patient death was reported. There was no reported migration or embolization of the amulet device. Information from field indicated that the death was suspected to be due to pulmonary embolism with sudden cardiac arrest, and not amulet related. Late pericardial effusion is a rare but known event that can lead to cardiac arrest. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 16 november 2023, a 20mm amplatzer amulet left atrial appendage (laa) occluder was implanted into a laa utilizing a 12f amplatzer torqvue delivery system. The largest landing zone diameter was 16mm. There was no device issues and the device was implanted successfully. After the implant, the patient was reported to be stable and was discharged. On (B)(6) 2023, the patient died. The patient had an acute episode of dyspnea at home and collapsed. Patient was given cardio-pulmonary resuscitation and hospitalized where they were eventually pronounced dead. There was no reported migration or embolization of the amulet device. The patient's husband told the implanting physician the death was suspected to be due to pulmonary embolism with sudden cardiac arrest, not amulet related. The implanting physician agreed it was not caused by the amulet, but did not know the cause of the pulmonary embolism.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.